Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter alleged that there was moisture observed in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: during investigation, the black box showed unexplained pump reboots. The pump was unresponsive with both the returned battery cap and a test battery cap. There were no audible tones, no vibrations and the display screen was blank upon battery insertion. The returned battery cap was able to fully tighten however, the battery cap ¿coin slot¿ was worn making the tightening and remove of the battery cap difficulty. The battery cap contacts were found to be within specification. The battery compartment was intact with no cracks or damage. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test passed. The pump case was removed and there was no evidence of additional moisture damage inside the pump. The pump was unresponsive due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.